Event description:
A report was received that the patient was experiencing pain when charging and the scs system was poorly functioning. The patient underwent an explant procedure. No further information will be provided.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.